Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor reading incorrectly. Customer states it's become a reoccurring issue. The sensor goes into threshold suspend because it believes her blood glucose levels are at 57mg/dl when she is not. The customer's blood glucose at the time of the incident was 274mg/dl. Customer was advised to remove and return sensor for analysis. A replacement is being sent out.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.